Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a longitudinal tear 6mm long starting from the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 2.50mm x 20mm maverick 2 balloon catheter was advanced for pre-dilation. However, during second inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patient status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 2.50mm x 20mm maverick 2 balloon catheter was advanced for pre-dilation. However, during second inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patient status was good.